Manufacturer narrative:
The reported complaint of loose or intermittent connection is confirmed. Complaint of no output was not confirmed. The pacemaker was returned for analysis. Analysis found septum material in the setscrew inset preventing torque wrench engagement in order to properly tighten the setscrew, this is consistent with incorrect insertion of torque wrench due to user error. Visual examination of the header was performed and no anomaly was noted. Pacing, telemetry and output function of the device were analyzed and no anomaly was noted. Longevity estimation was performed and device was found to have appropriate longevity remaining.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker exhibited no pacing output and the atrial set screw could not be tightened. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.

Event description:
New information received noted the screw could not be tightened due to an error in the operation of the torque wrench.